Event description:
It was reported the patient started to hear the pump alarm last week. Telemetry confirmed a critical alarm was occurring due to a motor stall. Per the reporter the logs showed a motor stall occurred on (B)(6) 2013 at 11:01 with a recovery at 12:00 (noon). On (B)(6) 2013 at 04:46 a motor stall occurred and the stall was constant. On (B)(6) 2013 at 04:46 a stopped pump may exceed tube set. Per the reporter they did not believe the stall was related to any magnetic interference and reported the patient did not recently have an MRI. The patient felt ¿rubbery¿ and too loose. It was discussed this would be the opposite of what would be expected if the patient was not receiving drug. The pump was used to deliver bupivacaine and baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).